Event description:
The patient recently started complaining of knee pain. X-rays did not reveal a cause. When the femoral component was being removed it was found to be cracked into two separate pieces.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 7 scorpio femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.